Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Patient also had sling device implanted. No information about the patient outcome is available at the moment.